Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient on peritoneal dialysis (pd) therapy with the homechoice cycler experienced a hernia. The patient underwent scheduled hernia surgical repair. The patient recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A device history record review was performed with no issues found that would have caused or contributed to the event. If additional relevant information is obtained, then a supplemental report will be submitted.